Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the left distal superficial femoral artery (sfa). Approximately 18 months post index procedure, the patient was rehospitalized for angiogram due to worsening of the noninvasive workup. Angiogram revealed 80% stenosis of the proximal left sfa. The stenosis was treated with stenting. The procedure was completed without complication. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of vessel in stented segment).

Event description:
The patient was also treated with balloon angioplasty during the previously reported target vessel revascularization approximately 18 months post index procedure. The event was assessed as not related to the study device.